Event description:
The customer reported a failure to obtain etco2 readings during a pt event. There was another defibrillator available to continue care. The pt had a non-shockable rhythm. The involved pt died. There is no allegation that the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to obtain etco2 readings during a pt event. There was another defibrillator available to continue care. The pt had a non-shockable rhythm. The involved pt died. There is no allegation that the device played a role in the pt's outcome. The device was evaluated by a philips field service engineer. The reported symptom was confirmed. Replacement of the etco2 module resolved the issue. The device passed testing and was returned to service.